Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer's insulin pump was alarming. The device failed the motion sensor test. If the alarm is cleared, the device initializes and rewinds, and the problem is fixed. This is the second time this has happened. Customer's blood glucose was unknown. Nothing further reported.